Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
It was reported that the patient has pain and is walking with a limp. Additional information received from sales rep: it was reported that the patient's left rejuvenate implants were revised due to pain. User facility medwatch report # (B)(4) stated: elevated metal ions, radiolucent lines around acetabular cup and hip, and prior left total hip arthoplasty involving stryker rejuvante stem that was recalled. Return to or for total hip revision.

Event description:
It was reported that the patient has pain and is walking with a limp. Additional information received from sales rep: it was reported that the patient's left rejuvenate implants were revised due to pain. User facility medwatch report # (B)(4) stated: elevated metal ions, radiolucent lines around acetabular cup and hip, and prior left total hip arthroplasty involving stryker rejuvenate stem that was recalled. Return to or for total hip revision.